Manufacturer narrative:
Complaint device was not returned therefore a document based review will be performed. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1582756 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1582756. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and ¿this device is intended for use with an olympus ebus scope" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". The answers to the additional questions confirmed that a fujifilm / (B)(4) scope was used. As this did not meet the IFU requirement a new pr was requested to be opened ((B)(4)). There is evidence to suggest that the customer did not follow the instructions for use in relation to type of scope used and the use of the stylet. The failure of needle broken was concluded from the available information. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. Other possible root cause could be tortuous anatomy requiring flexed endoscope position as indicated in the additional information. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did require an additional procedure to extract the broken needle part. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During ebus procedure using our echo tip procore needle associated to be an ultrasound endoscope, echo tip procore needle broke on more less 2 cm from the distal extremity and then, this piece of needle remained in the bronchial wall of the patient without crossing wall. Extraction of foreign body (more less 2 cm needle) was performed with a biopsy clip with successful. No complication for the patient during this additional procedure.